Event description:
Meter is reading lo with blood and cs. Batteries were changed. Meter was brought on a call. The reason for the call was not a diabetic related issue. Patient was not exhibiting any diabetic symptoms. The paramedics performed a blood glucose test on the patient because that is a standard thing they do on all calls. Patient was not undergoing oxygen therapy. Patient's finger was cleansed using an alcohol swab. Patient's fingertip was lanced for blood sample. There was no trouble getting a blood sample during the call. Caller described their testing procedure which is the correct way to apply blood to the test strip. Patient was not having any blood glucose related symptoms. Blood glucose was tested, and the meter read lo. User was unsure if that was correct, and they always have two meters on hand, so they used their other meter to check blood glucose and received a normal reading. No treatment was provided based on the lo reading, and no treatment was provided based on any reading they received during that call. Customer stated they also performed several cs tests on the meter, and it is only reading lo. Meter and test strips are stored together in a climate-controlled environment. Meter and strips have not been exposed to extreme temperatures or humidity.

Manufacturer narrative:
As the complaint products were not returned, I-sens analyzed the cause of low reading using a retained meter and strips. As a result of the control solution test, all results were within the standard range. In addition, the cv% was within the acceptance criteria (below 5%), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Meter is reading lo with blood and cs. Batteries were changed. Meter was brought on a call. The reason for the call was not a diabetic related issue. Patient was not exhibiting any diabetic symptoms. The paramedics performed a blood glucose test on the patient because that is a standard thing they do on all calls. Patient was not undergoing oxygen therapy. Patient's finger was cleansed using an alcohol swab. Patient's fingertip was lanced for blood sample. There was no trouble getting a blood sample during the call. Caller described their testing procedure which is the correct way to apply blood to the test strip. Patient was not having any blood glucose related symptoms. Blood glucose was tested, and the meter read lo. User was unsure if that was correct, and they always have two meters on hand, so they used their other meter to check blood glucose and received a normal reading. No treatment was provided based on the lo reading, and no treatment was provided based on any reading they received during that call. Customer stated they also performed several cs tests on the meter, and it is only reading lo. Meter and test strips are stored together in a climate-controlled environment . Meter and strips have not been exposed to extreme temperatures or humidity.

Manufacturer narrative:
As the complaint product was returned, I-sens analyzed the cause of incorrect reading using the returned meter and strips. As a result of the control solution test, all results were within the standard range, and also the cv% was within the acceptance criteria (below 5%), which was satisfied to internal standard in I-sens. However, as a result of disassembling the meter, it was confirmed that foreign substances had flowed into the connector. Since 500 data are stored, it is assumed that intermittent incorrect readings may have occurred due to foreign substances flowing in during use.